Event description:
It was reported, the pt had fallen near the ipg site, and had a bruise and some swelling in the ipg area. The sjm rep met with the pt and the system was operating normally. The pt had a new pain pattern and the physician planned to treat the issue with injections. At the appointment the pt reported some soreness at the ipg site. The pt was working closely with her physician for the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.